Event description:
Reporter indicated that patient had developed an infection at the generator incision site. The patient's family member noticed a red spot on the generator incision site shortly after generator replacement surgery in the summer of 2001. At that time, health care providers believed that the site was still healing from surgery and no inflammation or infection was noted. The patient was seen in january 2002 and was reportedly doing fine. Four months later, caregivers noticed a reddish blister on the center of the chest incision with "two little holes in the center". By the time the patient was seen by physician, the incision site was opening up and drainage was present. The ncp system was explanted. Attempts to obtain additional information have been unsuccessful to date.